Event description:
Complaint coordinator reports one incident of a blood leak at the fiber of the psn 170 dialyzer. Leak was noted visually during use. Treatment was stopped. No patient injury or medical intervention reported by baxter affiliate. No further incident detail was provided.